Manufacturer narrative:
An event of hemolysis following off-label use to treat mitral regurgitation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use 600301, the amplatzer vsd occluder is "designed for the occlusion of muscular ventricular septal defects."

Event description:
Article case description: it was reported through a research article identifying an amplatzer vsd occluder that may be related to serious injury. Specific patient information is documented as unknown. Details are listed in the attached article, titled patching residual leaks following a mitraclip procedure. Kar, saibal. ¿patching residual leaks following a mitraclip procedure.¿ eurointervention, vol. 15, 2019, pp. 482¿483., accessed aug. 2019. On unknown dates over a period of four years, a number of amplatzer vascular plug ii, amplatzer asd, and amplatzer vsd occluders were implanted to treat significant mr following a mitraclip implant, an off label use of the device. In one instance, an amplatzer vsd occluder was reported to have caused severe haemolysis when initially used. The device was snared, removed, and exchanged for a gore septal occluder. The haemolysis resolved completely.